Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6a, h4, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as surgical damage. Additional observations: missing shell observed assessed as inconclusive. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the left side.